Event description:
It was reported that before use of the syringe 20ml 18g 1-1/2in there was foreign matter in the syringe more accurately the foreign matter was in the needle. Foreign complaint the following information was provided by the initial reporter, translated from korean to english: foreign matter in syringe. Accurately, there is a foreign matter in the needle.

Manufacturer narrative:
Investigation: one sample was returned to sbdm, lot number is 1812212. Sbdm noticed bond on the needle hub, initial conclusion points to silicone. Infrared spectrometry (ir) analysis: from ir results, the fm is determined to be similar material as silicone coating on the needle. House sample inspection: sbdm inspected 20 pcs from lot 1812212, no abnormality is observed. Device history record review: sbdm reviewed the manufacturing record for lot 1812212, no abnormality was observed. Root cause: from ir test, the fm is determined to be similar material with silicone coating on the needle. Sbdm conducted 100% visual inspection in assembly and packing on the assembly process. However, sbdm assumed that the inspectors could not find the silicone on the needle and it caused the complaint case. The syringe bulk needles are consigned by bdk to sbdm currently. Sbdm determine that the silicone on the needle occurred when the silicone was sprayed on the needle in the needle manufacturing process. The cumulated and solidified silicone was not cleaned and got on the cannula. Sbdm has inhouse CAPA(B)(4) in place to monitor defect.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is greater asia. This site is an OEM manufacturing site. (B)(4). (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the syringe 20ml 18g 1-1/2in there was foreign matter in the syringe more accurately the foreign matter was in the needle. Foreign complaint the following information was provided by the initial reporter: foreign matter in syringe. Accurately, there is a foreign matter in the needle.